Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient asked for a fitting appointment because he suddenly stoped hearing, three weeks ago. There was no trauma reported. The device has been explanted.

Manufacturer narrative:
In accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
The patient ask for a fitting appointment because he suddenly stopped hearing, three weeks ago. There was no trauma reported. A date for surgery is not known at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient asked for a fitting appointment because he suddenly stopped hearing three weeks ago. There was no trauma reported.